Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The system pcb assembly was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed the monthly user test, specifically, the energy delivery portion. In this state, wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.